Event description:
It was reported the patient experienced no stimulation following tendon surgery on her fingers. The patient reported, "it worked one day and then stopped". Additional info has been requested, a follow-up report will be submitted if additional info becomes available.